Event description:
A physician reported during an intraocular lens implant procedure, a scratch was observed at the optical part of the lens. The surgery was completed without product replacement. Additional information has been requested.

Manufacturer narrative:
The used cartridge was returned. The cartridge is a cavity 2. Viscoelastic is observed in the cartridge. No cartridge damage or foreign material was observed. The cartridge has evidence of handpiece placement. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results for the presence of top coat. Intercanal damage was observed on the left side of the tip with disruption in the coating. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The used cartridge was returned. No viscoelastic was observed, possible bss. The cartridge tip has stress. The cartridge has evidence of placement into a handpiece. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results for the presence of top coat, disruption in coating on bottom of tip. The cartridge has evidence of placement into a handpiece. The used cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results for the presence of top coat; disruption was observed on the bottom of the damage tip. A handpiece was indicated. A non-qualified non-company iol was indicated. Information was also provided that only bss was placed into the cartridge. The reported lens damage could not be verified. The root cause for the reported lens damage and observed cartridge damage is most likely related to a failure to follow the direction for use (dfu). Information was provided that no viscoelastic was used, only bss with a non-company lens. Per the instruction for use (IFU): the delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the iol delivery system. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).